Manufacturer narrative:
The device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. Most likely the problems of perception as mentioned in the patient report were caused by suboptimal attachment of the fmt resulting in insufficient amplification. In addition since the device is not MRI compatible it was decided to replace the implant to a vorp 503. This is a final report.

Event description:
The user reported that there is not enough gain with the device. In addition since the device is not MRI compatible it was decided to replace the implant to a vorp 503.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that there is not enough gain with the device.